Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was completed by transferred the patient to another system. Field service engineer (fse) inspected the system onsite and found that leakage at the oil coupling in the c-arm. After reviewing log file fse found there is an x-ray tube problem. To resolve the issue, fse replaced oil hose and oil coupling and hose clamp for cooling hose. After replaced oil hose and oil coupling, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not initiate x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.